Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device may have reached unexpected longevity. The patient reported their physician stating, "the device has to be changed out soon." The patient was concerned that, "it's only been 2 1/2 years." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.